Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/01/2016 that on (B)(6) 2016, there were no values on the receiver. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver display screen became frozen could not be confirmed. A root cause cannot be determined.